Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specification. Analysis of the device revealed the total length of the fiber was 11 feet 6 inches and the distal end of the glass fiber is fractured. Based on the information available, an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a procedure the physician noticed the tip flare from the fiber was poor. The performance was poor but enough to complete the case with no clinical consequences to the patient. The fiber was returned and analysis found that the distal end of the glass fiber was fractured.